Manufacturer narrative:
The field service engineer (fse) checked and adjusted the gear pump pressure, checked and cleaned all nozzles, replaced the measuring cells, performed blank cell calibration, performed high voltage adjustment, and performed an instrument check successfully. The customer performed calibration and qc successfully.

Event description:
There was an allegation of questionable elecsys ft4 iii assay results for 1 patient sample on a cobas e 801 module. On (B)(6)2023, the initial ft4 result was 42.0 pmol/l. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. On (B)(6)2023, the sample was repeated and the results were 17.6 pmol/l and 17.7 pmol/l. It was alleged that a result of 17.9 pmol/l was deemed correct. Clarification as to whether this was a third repeat result was requested but not provided. The reagent lot number is 6608900. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.